Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The distal section of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-oct-2018. It was reported that crossing difficulties were encountered. The tight target lesion was located in the distal left circumflex artery. After a 6f non-bsc guide catheter was advanced and a 0.014" guide wire crossed the lesion, pre-dilatation was performed with a 2.0mm balloon catheter at 14 atmospheres. A 2.25 x 16 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion due to the angulation and had to be removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.